Event description:
It was reported by a study article that the patient presented post-implant of an aveir leadless pacemaker with chills, shortness of breath and shoulder pain. Supplemental oxygen was administered due to acute respiratory failure as well. Blood cultures were performed and came back positive for bacteremia. Thrombus was observed as well. The device was explanted as a result. The patient had no further consequences and remained asymptomatic post-procedure.